Event description:
The user facility reported that during a therapeutic laparoscopic cholecystectomy procedure, the users experienced a complete loss of image. The procedure was completed using a different device. There was no pt injury report.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval was able to duplicate the user's report of image difficulty. The image flickered, distorted and then the image was lost when the video cable was manipulated. The eval revealed that the outer tube (r-unit) of the telescope was bent, dented at the distal end and there were minor scratches on the objective lens. The cable had a damaged signal wire at the r-unit connection section. The cause of the image difficulty was likely due to physical damage to the cable unit and outer tube, which is related user handling. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an excess of caution.